Manufacturer narrative:
Results: (B)(4) samples were available for evaluation and they were hand activated to check the safety. Bd was not able to duplicate or confirm the customer¿s indicated failure mode. A review of the device history record was completed for batch 5201839, product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. All inspections were in compliance with requirements. Conclusion: bd was not able to duplicate or confirm the customers indicated failure mode.

Event description:
It was reported that 21 g x 1.25 in. Bd eclipse¿ blood collection needle with luer adapter, the safety dropped off of the needle during a blood collection. No injury ,no medical intervention, no mucous membrane exposure.